Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin was not observed exiting the cartridge tubing during the loading process. Cartridge tubing appeared to be more opaque and rigid. Customer changed cartridge, infusion set and insulin to address reported issue. There was no reported impact to customer's blood glucose.